Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterctomy scheduled on (B)(6)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), raynaud's phenomenon ("autoimmune-like symptoms ¿raynauds syndrome"), hypothyroidism ("hypothyroidism"), systemic lupus erythematosus ("elevated ana indicative of lupus"), fatigue ("extreme fatigue"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), gastritis ("gastritis"), gastrooesophageal reflux disease ("reflux"), asthma ("asthma"), insomnia ("insomnia"), sleep apnoea syndrome ("sleep apnea"), loss of libido ("loss of libido"), anxiety ("increase in anxiety") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy scheduled on (B)(6)). At the time of the report, the pelvic pain, urinary tract disorder, raynaud's phenomenon, hypothyroidism, systemic lupus erythematosus, fatigue, feeling abnormal, arthralgia, gastritis, gastrooesophageal reflux disease, asthma, insomnia, sleep apnoea syndrome, loss of libido, anxiety and vitamin d deficiency outcome was unknown. The reporter considered anxiety, arthralgia, asthma, fatigue, feeling abnormal, gastritis, gastrooesophageal reflux disease, hypothyroidism, insomnia, loss of libido, pelvic pain, raynaud's phenomenon, sleep apnoea syndrome, systemic lupus erythematosus, urinary tract disorder and vitamin d deficiency to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs received- new events pain, urinary problems, autoimmune-like symptoms ¿raynauds syndrome, hypothyroidism, elevated ana indicative of lupus extreme fatigue, brain fog , joint pain, gastritis, reflux, asthma, insomnia, sleep apnea, loss of libido, increase in anxiety,vitamin d deficiency were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterctomy scheduled on (B)(6)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.